Event description:
It was reported that the patient presented to the emergency department with their device beeping. The device was alerting due to high impedance and noise/oversensing on the right ventricular (rv) lead. There was a high number of short interval counts (sic) and the pacing impedance was out of range. The therapies were turned off and a lead replacement is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).